Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the pump keypad buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was observed to be fully intact with no signs of peeling or damage. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast, up, and down button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).